Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted multiple loss-of-prime alarms the prior day. The reporter state after changing the insulin cartridge, infusion set, and site the pump had not emitted loss-of-prime alarms. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.